Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, it is alarming vent inop. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr could not duplicate the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.